Event description:
On (B)(6) 2019, with 1 hr and 20 minutes left into a 4.25 hr treatment, the system clotted and the staff was unable to return the patient's blood. The clinic set up a new system and patient was able to complete the remaining 1 hr and 20 minutes. Patient used to receive heparin but was stopped due to vaginal bleeding. Staff did not record the lot number for the dialyzer used. Clinic checked the patient's hemoglobin levels and they were 9.2 g/dl. (Dialyzer was disposed). Patient has a cvc(dialysis catheter), bfr is 400, dfr is 800. On (B)(6): 2nd incident, same patient, with 1 hr and 30 minutes left into a 4.25 hr treatment, machine alarmed for high venous pressure, clots were noted on the bloodlines and the dialyzer, but the staff was able to return the patient's blood. Patient received 2000 units of bolus heparin, clinic is giving the patient 100 ml of heparin flushes every hour, and will do continuous flushes of 300 ml/hr with her next scheduled treatment. Hemoglobin levels were checked and the results were 9 g/dl. Patient is now on max does of aranesp.